Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a trauma at the implant site resulting in migration of the receiver stimulator (specific date not reported). The patient underwent revision surgery to reposition the device (specific date not reported), however the issue could not be resolved. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.